Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a power system error. The customer blood glucose level was unknown at the time of the incident. The customer reported reoccurring errors even after the replacement battery cap. The customer did troubleshoot the issue previously. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was returned for power error alarm (B)(4). The power management tool confirmed pump error (B)(4) was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. Unit received with minor scratched lcd window. Cracked keypad at select button, keypad overlay texture damage, cracked retainer and scratched case.